Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as the best estimate based on the date that the manufacturer became aware of the event. Problem code 1069 captures the reportable event of guide catheter broke. A visual evaluation of the returned device found that the guide catheter was broken and kinked in several locations. No issues were noted with the stent. Based on the product analysis, the reported stent failure to deploy could have happened as a consequence of the kinked/broken guide catheter. It is possible that the way in which the device was handled and manipulated could lead to kinks in the guide catheter. Once the guide catheter is kinked, this condition can cause issues deploying the stent and also cause friction during the guidewire introduction, manipulation and interaction with the delivery system. Continued attempts to retract the delivery system could cause the guide catheter breakage. Therefore, cause traced to component failure, is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic biliary drainage (ebd) procedure performed in the bile duct. The exact date of this event was not reported. According to the complainant, during procedure, it was noticed that the guide catheter broke from the ergonomic handle and the stent was unable to deploy. Furthermore, broken guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. The procedure was completed with another naviflex rx delivery system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as the best estimate based on the date that the manufacturer became aware of the event. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic biliary drainage (ebd) procedure performed in the bile duct. The exact date of this event was not reported. According to the complainant, during procedure, it was noticed that the guide catheter broke from the ergonomic handle and the stent was unable to deploy. Furthermore, broken guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. The procedure was completed with another naviflex rx delivery system. There were no patient complications reported as a result of this event.